Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The reported difficult leaflet grasping was likely due to patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was attempted to be positioned lateral to two xtw clips that were already placed on a2/p2 to treat a prolapse p2 scallop with torn papillary muscle. When under the valve, the anterior gripper became entangled with a torn chord and after some manipulation it eventually freed up. The physicians attempted to grasp the leaflets again and reasonable grasp. They did not want to correct the position due to difficulty grasping and getting stuck on chords, so they left it where it was. The clip was deployed with a less than optimal insertion on the posterior leaflet and included the chordae. However, the clip appeared stable and mr was reduced to 2-3.